Manufacturer narrative:
Insertion tool could not be removed from dental implant. The implant needed to explanted. The insertion tool could be removed with physical effort. The implant chambers show signs of pressure marks in both the insertion and removal directions. The damage suggests that high torques were applied during use. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Insertion tool could not be removed from dental implant. The implant needed to explanted.